Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged tip was cracked. The following information was provided by the initial reporter: I just received notice of a damaged product reference# 382523. Seems the tip was cracked upon opening the package. I was told this is the third time its been noticed, but the first time it was reported to me.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged tip was cracked. The following information was provided by the initial reporter: I just received notice of a damaged product reference# 382523. Seems the tip was cracked upon opening the package. I was told this is the third time its been noticed, but the first time it was reported to me.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-apr-2023 . H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22gx1.00in insyte autoguard catheter unit from an unknown lot number. A gross visual inspection shows a unit with media indicating that it has been used. No other part of the device was returned, and the unit has no physical damage. The unit was microscopically inspected where no damage was observed on the catheter adapter or the catheter. A leak test was performed to flush out any damage, but the unit passed the leak test. Through the testing, we were unable to confirm your reported issue. A device history review (DHR) cannot be performed as no lot number was provided by the complainant.